Event description:
It was reported that the wires on a graseby¿ 2000 syringe pump burnt internally. The wires were noted between the power socket and the fuse. There was no reported adverse patient effects.